Event description:
It was reported that the pump battery would not charge and that charging connection was unstable unless cable was held in place or pump was positioned carefully. There was no adverse impact to the customer's blood glucose level. Customer switched to a different wall adapter and charger, after which pump began charging reliably and no further assistance was required.